Event description:
Patient reported that while priming, no insulin came through their infusion set tubing. They stated that, when they removed the insulin cartridge, from the device they, discovered that insulin had leaked inside of the device's cartridge chamber. Patient's blood glucose was not affected and no treatment was received.